Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm unit involved with the complaint and completed the failure analysis investigation. This unit was analyzed and the issue was replicated during turn amps on. The mtm was run a fitness test. All tests on gravity balance failed. .

Event description:
It was reported that during a training/demo of the da vinci system customer experienced non recoverable errors 1134 and 32101. There was no report of patient involvement.